Event description:
It was reported that unspecified bd¿ IV extension set had air bubbles and the tubing split and leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that there was a bubble in the tubing. The tubing split, disconnected and leaked fluid. Verbatim: alaris pump beeping. Tubing of channel reassessd. Bubble of fluid noticied in tubing line. Tubing line split and disconnected. Fluid leaked all over rn.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there was a bubble in the tubing. The tubing split, disconnected and leaked fluid. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set had air bubbles and the tubing split and leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that there was a bubble in the tubing. The tubing split, disconnected and leaked fluid. Verbatim: alaris pump beeping. Tubing of channel reassessd. Bubble of fluid noticied in tubing line. Tubing line split and disconnected. Fluid leaked all over rn.